Manufacturer narrative:
Product identification: the returned device was confirmed to be a trident inline offset impactor, p/n 209830, l/n 32953, rm 267706. Inspection: visual inspection showed the device's shaft broken where the impaction platform assembles. See the attached figure. Product history: review of device history records shows the following number of devices on their given dates were accepted into final stock with no reported discrepancies: (B)(4) on 03/17/2016, (B)(4) on 01/14/2016, (B)(4) on 01/14/2016, (B)(4) on 02/10/2016, (B)(4) on 02/11/2016. The one rejected device was dispositioned per qt16-01-0036 for an out of spec feature unrelated to the failure in this investigation. Complaint history review: review of complaints within the trackwise database for p/n 209830, l/n 32953 shows zero (0) complaints related to the failure in this investigation. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Conclusion: functional inspection confirms alleged failure of a broken device.

Event description:
When impacting the cup on the final hit... The end strike plate broke into pieces and snapped the end off the offset cup impactor case type: tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When impacting the cup on the final hit. The end strike plate broke into pieces and snapped the end off the offset cup impactor. Case type: tha.